Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection and erosion. The physician opted to cut the lead and left it in the body. The patient was treated with antibiotics. There were no additional adverse patient effects reported. The ra lead was abandoned surgically.